Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-1588tn serial/batch number (B)(6) was received for investigation. Functional testing found that the returned part of the loop works as intended. However, the returned device is missing one loop. Visual evaluation noted that the device was damaged. The most likely cause for the reported failure is a user error.

Event description:
It was reported that during an acl reconstruction the loop resolved and it was not possible to tighten the implant. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.